Event description:
On (B) (6) 2010, pt reported having an elevated blood glucose and when she changed her infusion site, her cannula was bent. Pt stated she started experiencing elevated blood glucose today, and did not have a normal blood glucose range. Pt reported her infusion adapter has never been changed. Advised on proper adapter changes. Advised pt on proper infusion site rotation. Pt is inserting infusion sites by hand. Advised on the insertion assist device. Pt reported she was in a temporary basal rate her trainer had put her in for 24 hours. Pt stated the temporary basal rate stopped at 5pm today and was set at 110%. On call back to pt on (B) (6) 2010, she reported elevated blood glucose had gone down, but when she removes her infusion sites, her cannulas are bent. Pt had not used the insertion assist device. Recommended to insert the infusion site with the insertion assist device next time she changes her site. On call back to pt on (B) (6) 2010, pt reported her issue with her cannula had been resolved. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.